Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported piccline has spontaneous backflow when inserted, i.e. The valve is not activated despite repeated flushing. A new piccline must be placed over the conductor, which works perfectly. Patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking solo valve is inconclusive because of the state of the returned sample. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed use residues throughout the powerpicc catheter. A functional test of charging the catheter with water using a 12 ml syringe and suspending the catheter solo valve upside down revealed no observable leaks. A microscopic observation revealed nothing remarkable inside the solo valve. Leaking could not be reproduced in the returned catheter; however, the complaint of a leak is inconclusive because the clinical use conditions in which the event was alleged could not be reproduced. Potential causes of failure may include excessive residues inside the solo hub or other unknown clinical or environmental circumstances. This complaint will be recorded for future trending and monitoring purposes.